Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being having high blood glucose. The customer stated that her glucose level was high and once the paramedics came and treated her glucose level dropped down to 16 mg/dl. The customer was experiencing high blood glucose for the past day. The customer's most recent glucose level was 282 mg/dl, and the customer treated with the insulin pump. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and the test passed. Advised the customer to contact her doctor if the high blood glucose continues. No further info was provided.